Event description:
It was reported that there was a revision of a right ceramic on ceramic hip due to squeaking. Intraoperatively the neck was impinging on the metal ceramic ring. Third party debris causing metal transfer to the head and shell. Both the trunnion and metal shell showed signs of wear. Stem was left in.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If...

Event description:
It was reported that there was a revision of a right ceramic on ceramic hip due to squeaking. Intraoperatively the neck was impinging on the metal ceramic ring. Third party debris causing metal transfer to the head and shell. Both the trunnion and metal shell showed signs of wear. Stem was left in.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.